Event description:
It was reported that a device issue occurred. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, an image failure occurred, with the image appearing darker than usual, and the opticross hd was identified as an opticross 18. No patient complications were reported.